Manufacturer narrative:
Pump received with intermittent button response due to flattened express bolus and esc button dome switch. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were sticking and becoming unresponsive on the insulin pump. Customer's blood glucose was 95 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.